Manufacturer narrative:
The device has not been returned for evaluation, as the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that during a procedure, the visera 4k uhd xenon light source front panel switches was not functioning, and the high intensity knob was broken. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The device was returned for evaluation. The evaluation confirmed a broken high intensity knob and a damaged front scope socket which was reported by the customer. Additionally, olympus lamp life meter is reading at 400+hours, light output measured out of range. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined since it has been more than three and a half years since the device was delivered, the switch on the front panel became slow to respond due to repeated use for a long period of time, or the socket has been damaged. It is presumed that the switch temporarily stopped functioning due to the impact of hitting something. It was also determined that the socket needs to be replaced, since the socket and high-brightness mode knob have been damaged due to impact such as the user hitting the socket of the device with a hard or sharp object. Additionally, it was confirmed that the amount of light of the lamp was out of specification and more than 300 hours had passed. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "do not connect any object other than a light guide cable to the output socket. Malfunction may result. Disconnect the light guide cable to the output socket as described in the endoscope ¿s instruction manual."